Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg for 72 hours, the site was itchy, irritated, infected with a purulent abscess and rash that became eczema. The patient visited the doctor on an schedule appointment and was prescribed an antibiotic cream (fucidin) to apply on the affected area. The pod was discarded.